Event description:
It was reported that there was increasing short interval counts over the past several months. All lead impedances were normal and no alerts have been triggered. Additional lead testing and monitoring was suggested. There are no further complaints or issues reported for this device or patient and the lead remains implanted and in use. It was further reported that the oversensing continued over time and that the lead configuration was reprogrammed. The lead remains in use with continued monitoring.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) = 210 ms average v-cycle on (B)(6) 2011 07:36:22. Ventricular short interval count v-sic=6.9 counts avg/day, in 13.08 days, between (B)(6) 2011 06:41:05 and (B)(6) 2011 08:42:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) =210 ms average v-cycle on (B)(4) 2011 07:36:22. Ventricular short interval count v-sic=6.9 counts avg/day, in 13.08 days, between (B)(4) 2011 06:41:05 and (B)(4) 2011 08:42:04.

Event description:
It was reported that there was increasing short interval counts over the past several months. All lead impedances were normal and no alerts have been triggered. Additional lead testing and monitoring was suggested. There are no further complaints or issues reported for this device or patient and the lead remains implanted and in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.